Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The large hem-o-lok clip applier instrument was analyzed and found to have a loose grip cable at the proximal end. The instrument failed the intuitive motion test. Manual inspection displayed imprecise motion. A clip test was performed and failed. A visual inspection of the backend found input disk cable loose. The probable root cause is attributed to a loss of cable tension. A cracked clamping pulley and/or input shaft can cause the cable to become dislodged at the proximal end. When the clamping pulley and/or input shaft is cracked, the cable can dislodge as the input could "slip" with respect to its internal shaft causing the loss of cable tension. A cracked clamping pulley and/or input shaft can be caused by improper cleaning or sterilization techniques used during reprocessing. A dislodged cable at the proximal end can then result in the cable becoming derailed or loose at the distal end.

Event description:
It was reported that during da vinci-assisted surgical procedure, the large hem-o-lok clip applier instrument tips were loose, and they were bending 360 and should not be. The procedure was completed with no patient harm.